Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "swelling in bilateral axillary lymph nodes" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: swelling in bilateral axillary lymph nodes, exchange from textured to smooth due to product concern.

Event description:
Patient reported right side "exchange from textured to smooth due to product concern" and "axillary pain and swelling in bilateral axillary lymph nodes." Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device. Lymphadenopathy: unable to confirm as it is a medical event not related to the device. Additional observations: fluids observed. Crease fold observed. No further actions are required as the device was implanted.

Event description:
Patient reported right side "exchange from textured to smooth due to product concern" and "axillary pain and swelling in bilateral axillary lymph nodes." The device has been explanted.

Event description:
The device has been explanted.